Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the customer experienced hyperglycemia. The customer blood glucose level was 400 mg/dl at the time of incident and the current blood glucose level was 327 mg/dl. Customer was replace the reservoir blood glucose 327 mg/dl down 313 mg/dl, 307 mg/dl and dropped to 278 mg/dl manual shot 4.9 u. The customer was declined to troubleshooting. The customer was treated with manual injection for high blood glucose. Customer was using insulin pump system within 48 hours of reported high blood glucose event. Customer performed self test and test complete, displacement test and motor it was passed and 5 unit fill tubing was passed. The insulin pump will not be returned for analysis.